Manufacturer narrative:
MFR's report date: 04/08/2011. (B)(4). The customer's report of the smartsite valve snapped apart was confirmed. The white cap (female luer adapter) was separated from the clear body of the valve. The break occurred below the welding engagement where the body and white cap connect. The root cause of the damage to the smartsite was not identified.

Event description:
Customer reported the clear housing of the smartsite valve broke into two pieces at the white cap portion; breakage appears to be fairly clean. Customer stated that it appears the end of the clear component was snapped off and is still bonded inside the opening of the white component because the end of the clear component is slightly jagged with a spur that matches up with the remains inside the white component. He suspects that the damage was due to flexing the 2000e and breaking it in half. He stated that the white and clear components do not show the characteristics of a weld failure. The product was on a pt at the time. No pt harm or medical intervention was reported.